Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open. The sled was slightly advanced. Functionally, the reload was loaded into a representative handle. The reload successfully clamped and opened repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument jaws would not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy, when attempting to separate the duodenal region, when the tissue was gripped, the screen displayed a graphic with a handle and a red circle with a line going through it. The jaws was then tried to be opened however it would not. An attempt was made to restart the device by pressing the green button on both sides, however, it could not be restarted. The adapter and handle were detached from the jaw and attached again without detachment of tissue, however, the device could not be restarted again. Another handle was then inserted into the shell, connected to the assembly adapter, which restarted the device and the jaws opened. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6). Sigadaptshort - sig power sigadaptshort lin short adapt, serial# (B)(6). Sigpshell - sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.